Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17636406l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Pentaray catheter. 5.8f ecocatheter. Coronary sinus catheter. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. During the procedure, atrioventricular (av) block/av dissociation was observed via intracardiac signals. No medical intervention was provided at that time. Patient was reported to be in stable condition. On post-procedure day 1, a dual chamber pacemaker was implanted. Patient required one day of hospitalization for pacemaker implantation. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.